Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) during delivery for pulmonary arterial hypertension (pah) regarding a patient receiving intrathecal remodulin 10 mg/ml at 11.153 mg/day via an implanted pump for pah. The pump was alarming and the pump flow rate was about 1.1 ml/day and did not change. The elective replacement indicator (eri) was nine months at the refill in october and the pump reached eri on (B)(6) 2016 (confirmed in logs). Patient symptoms were not reported. Per the pump logs the schedule to replace the pump by date was (B)(4) 2017 and eri occurred on (B)(6) 2016. Additional information was received indicated on (B)(6) 2016, the patient¿s healthcare provider (hcp) refilled the pump this and the print out was indicating the pump would need to be replaced by (B)(4) 2017. The previous refill in october indicated they had 9 months until replacement. The doctor wanted to see what it said in december when she came in for her refill. It was noted ¿I know we have a little cushion on the battery, but it may need to be replaced sooner than I originally thought.¿ the patient was scheduled for pump replacement. The patient was brought in for a successful pump replacement on (B)(6) 2016. The alert had been going off and the patient had not heard it. The patient and a family member had been listening for the alarm, but never heard it. During the case, it was noted that the alarm was set to go off every hour and it was heard once, however, it wasn't very audible. The patient had no symptoms and the pump would be returned for analysis and to evaluate the reported longevity.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID neu_unknown_cath, product type: catheter. Analysis identified high resistance of the battery. Analysis identified corrosion and/or wear and/or lubrication issues of the gear train of the motor. Analysis identified stall due to shaft-bearing of the gear train of the motor. Eval code-conclusion updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated there was premature battery depletion and the pump was replaced.

Event description:
Additional information was received. The event required inpatient hospitalization from (B)(6) 2016. The patient denied any symptoms. The event was considered resolved on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.